Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion located in the rca exhibiting 90% stenosis. The lesion was reported to also exhibit severe calcification and tortuosity. The device was prepped prior to use as per IFU. During the surgery, the lesion was pre-dilated with a sprinter legend balloon with 80% stenosis remaining after dilatation. The physician then attempted to deliver the stent but the device could not cross the lesion due to the level of calcification. No resistance noted when advancing the device across the lesion. The physician pre-dilated the lesion again and used a new device to complete the procedure. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the distal tip was flared and kinked. The 6th, 10th, 14th and 15th proximal segments were deformed with struts raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation codes: 80% stenosis, severe calcification and tortuosity, stent deformation. (B)(4).